Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint and found the primary failure of severely bent grip tips be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.036" offset at the tips. As a result, the clip could not be properly loaded on the grips and unable to fully close the clip.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting medium-large clip applier instrument would not close the clips properly, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the medium-large clip applier instrument would not close the clips properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and nothing out of the ordinary was noted. The incident occurred during the case when trying to clip and clamp on a vessel or tissue bundle. The clip would not close or lock. The issue was not related to the jaws remaining static. The issue was not related to unexpected motion. The issue was related to unsuccessful clip application. The issue was not related to clip opening after closure of the clip. Clips used were weck medium-large on the vessel. The vessel or tissue bundle was not greater than specified diameter suggested in the instruction for use (IFU) manual. The customer was unsure of how many times the clip applier had been used during the case when the incident occurred. They resolved the issue by using a backup instrument. The instrument was returned to isi for evaluation. No photos or videos are available for review. No patient demographics were obtained.